Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a saccular 5.9 cm abdominal aortic aneurysm approximately two years ago. The aortic neck was 28 mm in diameter proximally, 36 mm distally and 12 mm in length. The right iliac artery was 11 mm in diameter. The right femoral artery was 8 mm in diameter and the left femoral artery was 7 mm in diameter. The iliac arteries were moderately tortuous bilaterally. It was reported that 15 months post implant during a routine follow-up CT scan, it was noted that the patient had an intramural hematoma. The intramural hematoma was most likely an inflammatory tissue. The patient will be monitored. No additional information was provided.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (hematoma).